Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The event occurred at children's hospital; therefore it is presumed the patient was a child.

Event description:
The customer reported a leak at the filter when infusing tpn at an unspecified rate. It was reported that the filter leaks started in (B)(6) 2018. The customer stated that "there was a product backorder of this product at the beginning of august, and not sure if this has anything to do with the issue." The event occurred at children's hospital. Although requested there was no additional event details or customer did not indicate any patient harm.

Event description:
The customer reported multiple tpn filter leaks which started in october 2018. The rn reported that the tpn rates vary from patient to patient, the set up included a trifuse (bd set) or bifuse (non bd set) connected to a port or PICC line. The leaks all occur around the backside of the filter when the set is in use from 12- 96 hrs. The events are occurring in either med / surg or critical care. The customer did not indicate patient harm however reported an interruption in care. The rn reported the technique of priming the filter was in accordance with the instruction for use.

Manufacturer narrative:
Concomitant medical product: PICC line;bifuse - (non bd set ICU medical).